Event description:
The balloon burst at 11 atms.

Manufacturer narrative:
The following analysis has been performed on the returned product: visual examination: the balloon exhibited no visual anomalies. Functional testing: the balloon was inflated with 3cc air, which was submerged in water; no air bubbles were noted. The balloon was pressurized with water, using an indeflator to the rated pressure of 10 atmospheres, for four hours; no pressure drop or leakage were noted. The exact cause for the reported difficulty during clinical use could not be determined.